Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer initially reported receiving an error 3 message on her omnipod system while using adc blood glucose test strips. Replacement test strips were delivered to the customer however, customer reported she had not received the test strips. Customer further reported being unable to test her blood glucose and stated she experienced "low blood sugar". Customer was given "juice and glucose tablets" by her parents. Customer declined to continue troubleshooting, so no additional information regarding the medical event was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The test strips have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.